Event description:
It was reported the patient's blood glucose level rose to 397 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (back). It was also reported that the cannula was bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the cause of the reported event could not be determined. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion.